Event description:
The customer reported to olympus that the camera head exhibited a poor image quality. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
E2: no information. Follow up in progress to obtain additional information regarding the event. The subject device was returned and evaluated. Device evaluation confirmed the customer reported issue. Device evaluation found the main unit was flooded. Crack in the video connector and broken camera cable was found. Corrosion at the electrical contacts of the video connector, scope mount and free lock lever were noted. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, warning: ¿ "warning" section of the instruction manual, "precautions for cases in which endoscopic images disappear unexpectedly or freeze cannot be released. If the endoscope image disappears unexpectedly or the freeze cannot be released during an examination, immediately stop using the endoscope and pull it out from the patient while referring to "5.3 pulling out the endoscope in the event of an error". Continued use in this condition may cause injury to the patient, bleeding, or perforation. (Refer to instruction manual hd camera head otv-s7proh-hd-l08e_for safe use endoscope image erase and freeze warning). Do not bump or drop the product. Do not bump or drop the product as water leakage may cause damage to the internal electrical circuits of the product. (See: instruction manual hd camera head otv-s7proh-hd-l08e_for safe use endoscope image erase and freeze warning). Based on investigation results, the presence of a crack in the video connector indicates that a watertight failure has occurred. Therefore, it is assumed that the moisture that entered the camera cable caused the internal ccd to malfunction, resulting in the inability to communicate normally and the occurrence of image abnormalities (noise, flickering, and disappearance) occurred. Olympus will continue to monitor complaints for this device.